Event description:
MFR received a report of a electric wheelchair acting erratically. The user's attorney stated this incident caused her to get her leg wedged against a door jam. This allegedly resulted in a broken femur.